Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-15295. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during an unsuccessful implant of a 29 mm sapien 3 valve in the aortic position, the valve and commander delivery system (ds) punctured through the seam of the 16fr esheath and became stuck in very tortuous, calcified anatomy. The patient was transported to the operating room with vascular surgery. The team tried multiple troubleshooting techniques to remove the devices including, trying to bring the commander ds and valve back into the sheath to remove as one system. Once the sheath was removed, the team tried to partially deploy the valve in the common iliac, however the commander ds balloon had a hole and would not inflate. All devices were removed during the surgery.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Imagery provided from the site was evaluated, and the following was observed: post delivery system removal, thv crimped on inflation balloon was observed with blood in the balloon. Thv crimped on delivery system was observed protruding from the side of the sheath. 3mensio imagery provided from the site was evaluated, and the following was observed: tortuosity and calcification were present within the patient's right arterial anatomy. The complaint for balloon leak was confirmed based on evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "once the sheath was removed without complication in the or, the team tried to partially deploy the valve in the common iliac, however the commander balloon had a hole and would not inflate." As no abnormalities were reported during device preparation, it is likely that patient/procedural factors may have resulted in the reported leakage. Per 3mensio review, tortuosity and calcification were present throughout the patient's arterial anatomy. As difficulties were reported when maneuvering the delivery system through the sheath, the balloon may have become damaged. Tortuosity can create sub-optimal angles that can lead to non-coaxial alignment between the crimped thv and balloon. If excessive manipulation was used to overcome resistance, it may have resulted in balloon damage and subsequent leakage during inflation. Additionally, calcified nodules within the patient's anatomy can negatively interact with the balloon during tracking, compromising the balloon wall structure and subjects the balloon to a higher risk of leakage. However, without additional information, a definitive root cause is unable to be determined. Available information suggests that patient (calcification/tortuosity) and/or procedural factors (excessive manipulation, non-coaxial interaction with valve strut) may have contributed to the balloon leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.